Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's nurse reported that a pt had a fluid leak from the second connector during fill 1. The set was discarded. During f/u the pt reported that the connector cap had come loose during her treatment allowing fluid to leak from the open connector. Her effluent has remained clear. She has not had any signs of infection. She was not prescribed any antibiotics for this incident. No adverse event reported at this time.